Event description:
In additional information received on (B)(6) 2019, the customer stated that all of the lines had a partial disconnection from the clear tubing to the hub. In a few cases, the hubs were completely disconnected. The leaks were identified where the hub and clear line meet. Photos were provided by the customer and confirmed the extension tube to be partially or fully separated from the hub. The conclusions drawn at the end of the previous device investigation remain unchanged by the additional information.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Device code: material separation. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation. A review of the complaint history, instructions for use (IFU), quality control, and specifications of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The risk specification for this product includes the loss of use failure mode and identifies the risk controls that are in place to mitigate the risk of this type of failure. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of the investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Patient identifier: (B)(6). Initial reporter occupation: ir lead tech. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the hub of the turbo-ject single lumen peripherally inserted central venous catheter cracked on four separate occasions in a single patient. The patient required an additional procedure to exchange the PICC line in each occurrence. This report references the third occurrence of hub fracture. Previous occurrences are captured in mfg. Report reference #'s: 1820334-2019-01373, 1820334-2019-01374 and 1820334-2019-01375. There were no adverse effects experienced by the patient due to this occurrence. The user facility reports that no hospital admissions for the patient were noted.

Manufacturer narrative:
B4: report date was inadvertently left off of previous medwatch report. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient or event has been received since the previous medwatch report was sent.